Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the she was hospitalized due to diabetic ketoacidosis and high blood glucose with blood glucose level was over 600 mg/dl. The customer's other blood glucose was 664 mg/dl. Customer stated that the displacement test and high pressure test was performed and it was passed. The customer declined troubleshooting for high blood glucose. The customer also stated that the cannula was bent. The insulin pump will not be returned for analysis.